Event description:
It was reported that during a shoulder arthroscopy procedure, the needle and suture capture rack did not lock properly and came loose; it was removed, and they were unable to reattach it. The procedure was completed using an s+n backup device. There was no surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed the kit was returned with the #1 suture capture tool and the suture capture. The suture capture has been deployed, is deformed, and has bio debris in it. The other tools and needle were not returned. A functional evaluation could not be performed on the returned device due to the damaged found. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that can contribute to the reported event include excessive force or torsion during component loading. Based on this investigation, the need for corrective action is not indicated.